Event description:
It was reported to philips that the wireless footswitch was not working. No user or patient harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that wireless footswitch does not work. The philips has sent quote for evaluation and repair service to customer however customer did not approve the quotation. As a result, no service has been carried out by philips. There has been no additional information received to date.